Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the device failed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage due to low battery voltage.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and dropping pacing impedance on the right ventricular (rv) channel. The lead was going to be revised, but the physician noticed that the vein was occluded. The physician decided to surgically abandon the leads and replace the whole device system as a result. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and dropping pacing impedance on the right ventricular (rv) channel. The lead was going to be revised, but the physician noticed that the vein was occluded. The physician decided to surgically abandon the leads and replace the whole device system as a result. No additional adverse patient effects were reported.